Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was not confirmed as all components were not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the first proglide experienced a cuff miss. The sutures of two other proglide devices were successfully preplaced. The tavr procedure was completed and hemostasis was achieved with sutures of the two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The operator is trained in the use of the proglide device. It is unknown if the physician is established in the preclose technique. No additional information was provided.